Event description:
After 38 months of implantation, this ICD was explanted because of suspicion of inappropriate therapies (short ventricular intervals were stored by the device). This device was on the "suspect list" established by angeion for possible risk of noise sensing due to a delaminated hybrid.